Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the customer was operating the chair and the cable that connects to the joystick started to smoke and observed a flare up of flames. No known injuries to the patient.